Event description:
I had a zeltiq coolsculpting treatment from the bodycouture group llp d/b/a below body bar on my arms and my back. The treatments caused pah, fat deposits on the treatment area. My arms and back are now disfigured. Cryolipolysis is used to "freeze" fat--a lie. FDA safety report ID# (B)(4).